Event description:
It was reported that intermittent empty cartridge alarms occurred while the cartridge was not empty. A supply change was performed to address the issue. There was no adverse impact to the customer¿s blood glucose level.